Event description:
An issue was reported where the insulin gauge displayed a different amount than expected. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by loading a new cartridge.